Manufacturer narrative:
To prepare images for printing on a dicom printer, the syngo imaging xs system needs to know the maximum print area of the target dicom printer. The maximum print area is defined in the configuration file (ini-file) available with the syngo imaging xs. The maximum print area defined in the configuration file may differ depending on print layout (number of image segments on the printout, anatomical size, etc.). This configuration file is validated by a supplier during printer validation process. The printer validation also states whether a printer supports anatomical print or not. Currently user documentation for the syngo imaging xs system does not contain information whether printer supports anatomical print or not. Users remain unaware whether their printers can be used for anatomical print or not. When using printer not validated for anatomical print, the system may use maximum print area, which may result in an incorrect printout of anatomical site. Siemens is preparing a customer advisory safety notice to inform all potentially affected customers about the issue of anatomical print limitation on certain printers. The advisory notice will provide information for all printers supported by syngo imaging xs and confirm whether they support anatomical size printing or not. This report was submitted (B)(4) 2014.

Event description:
Printed images are scaled slightly different on landscape or portrait orientation when printing in anatomic size. The reason for this issue was determined as an incorrect combination of printer and configuration file. The issue occurs on the syngo imaging xs system when the maximum printable area of the printer is incorrectly specified in the configuration file. This issue was identified internally, and no negative outcome has been reported neither from the customer nor from the installed base.